Manufacturer narrative:
(B)(4). Dissection is a known adverse patient event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a dissection occurred during deployment of the 3.5 x 18 mm xience v stent in a tortuous vessel. A 3.5 x 28 mm xience v stent was deployed to cover the dissection. There was no clinically significant delay in the procedure. There was no reported patient sequela. No additional information was provided.